Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not conclusively be established through this evaluation. The account communicated that the patient suffered from sustained ventricular tachycardia and ventricular fibrillation on 18dec2017, 22dec2017, 25dec2017, 29dec2017, 31dec2017, and 08jan2018. On most occasions, the patient¿s ICD delivered shocks to the patient and in some cases the patient was also shocked externally. The patient was treated with antiarrhythmic medications and his diuretic and chest pain medications were altered. Antitachycardia pacing (atp) was attempted twice without success. The patient¿s ICD was turned back on on 08jan2018 after being previously turned off on 29dec2017. The patient ultimately expired on 07aug2018 and his outcome was captured in the heartmate 3 momentum clinical trial. No product is available for investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Approximate age of device ¿ 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced sustained ventricular tachycardia and ventricular fibrillation on (B)(6) 2017. The patient's ICD shocked them and the patient was externally shocked. An amiodarone bolus and drip was administered. On (B)(6) 2017 the patient experienced sustained ventricular tachycardia and ventricular fibrillation. The patient received 4 ICD shocks and was given lidocaine bolus and drip was started. On (B)(6) 2017, the patient experienced sustained ventricular tachycardia and ventricular fibrillation. The patient received 6 ICD shocks and 1 external shock. On (B)(6) 2017, the patient experienced sustained ventricular tachycardia and ventricular fibrillation. The patient received 1 ICD shock and 1 external shock. On (B)(6) 2017, the patient experienced a ventricular tachycardia and ventricular fibrillation storm. The patient was defibrillated every 3 minutes and had 1 external shock. The patient was rebolused with lidocaine and amiodarone. The ICD was turned off. On (B)(6) 2017 the patient experienced ventricular tachycardia. Lasix was discontinued. Epinephrine was decreased and ranexa was given. An external shocked was given. On (B)(6) 2018 the patient experienced ventricular tachycardia. Bolus of amiodarone was given. Atp attempted from device but was not effective. Repeated amiodarone bolus (150mg) and lidocaine (50 mgs). Atp was attempted again with 20 minutes without success. The patient was shocked by the ICD. The ICD was turned back on. No further information was reported.